Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine device interrogation. Upon investigation, it was noted that the device would not go into automatic mode switch because the device was functionally under-sensing when the patient was in atrial tachycardia. The patient was asymptomatic. The physician elected to reprogram the device. The patient was stable.